Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that the numbers on their insulin pump keeps scrolling without the users input. The patient's blood glucose level was 101 mg/dl at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.